Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va1hx60, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40, lot#: va1hx60, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported there were high impedances observed during lead implant. Impedances were slightly high, about 300-400 ohms over what was expected at 0.7v. Impedances were between 3000 and 6000 ohms. Disconnecting and reconnecting the lead did not resolve the issue, nor did using a new twist lock cable. Impedances at 3v were 10,539 ohms on 0/1 with other impedances in the 6000 ohm range and the lowest impedance at 4875 ohms. A new lead was placed and tested with the both testing cables, but impedances were greater than 40,000 ohms on 0/1 and 1/3 pairs. Testing both leads with alligator clips did not resolve the issue. The issue was finally resolved by changing the external neurostimulator (ens) and using a third lead. No medical symptoms were reported. No further complications are anticipated.